Event description:
It was reported to boston scientific corporation in 2008 that a balloon dilatation catheter was used on a patient during an esophageal dilation procedure five days prior (patient gender, age and weight unknown). According to the complainant, the physician inflated the balloon to 4.5atm and could not inflate the device any further. It is possible that the balloon had a pinhole leak. The procedure was successfully completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint sample was returned for evaluation without the stopcock and the protective sleeve. The balloon profile was relaxed and the shaft was without kinks. The catheter's hub was examined and there were no leaks observed between it and the inflation device. Inflation of the balloon was attempted, without any result. A visual examination of the balloon revealed a longitudinal tear. The tear extended the entire length of the balloon. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.